Event description:
Adverse event(s): "no patient involved" (no patient involvement) product problem(s): "leakage from drain bag" (fluid leak). The customer reported that leakage occurred from the drainage bag during surgery. Problem was solved after replacing product with another one. No patient impact was reported.

Manufacturer narrative:
No samples were returned for evaluation and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. Root cause: unknown. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).